Manufacturer narrative:
The reported implant date was (B)(6) 2012. This date is prior to the device manufacturer date.

Event description:
Information was received from a healthcare provider regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the device was explanted because of a malfunction and a new device was implanted. No further complications were reported or anticipated.